Manufacturer narrative:
Patient initials and weight not provided. Device serial number not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported through the research abstract ¿angiotensin ii use in a heartmate 3 lvad patient in the setting of refractory vasoplegia¿ that heartmate 3 (hm3) may be associated with renal dysfunction, right heart failure (rhf) and exacerbation of heart failure symptoms. This case study followed a 44-year-old man with preexisting idiopathic dilated cardiomyopathy and chronic kidney disease. Their hm3 implant was complicated by right heart failure that required milrinone infusions at home. The patient heart failure symptoms worsened, and they developed anasarca that required hospitalization. The patient denied fever, cough or any exposures to infection. Milrinone was increased, and upon admission dobutamine, epinephrine, bumetanide and intravenous chlorothiazide were administered. A right heart catheterization (rhc) revealed elevated biventricular filling pressure and low systemic vascular resistance (svr) without evidence of rhf on these newly administered therapies. The patient maintained poor urine output and required continuous dialysis. However, due to continued vasoplegia, fluid removal was not possible despite maximizing ionotropic and pressor support. A trial of angiotensin ii was started, and the patient¿s svr improved. Fluid was successfully removed with continuous dialysis, and vasopressor and inotrope therapies were weaned. The patient was discharged home and ultimately underwent successful heart and kidney transplants.

Manufacturer narrative:
Article reference: "risky business: angiotensin ii use in a heartmate 3 lvad patient in the setting of refractory vasoplegias" mathew, c. Et al. (2022). Journal of cardiac failure, 28(5), s127. Https://doi.org/10.1016/j.cardfail.2022.03.327 texas a&m university health science center college of medicine, bryan tx, united states, and baylor university medical center, dallas tx, united states. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The hm3 lvas instructions for use (IFU) lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.